Manufacturer narrative:
Fluoroscopy was not used to verify placement of stent graft below the renal arteries. Per the instructions for use, deploy the first 1-2 cm of the stent graft. Visualize the stent graft position under fluoroscopy, adjust as needed.

Manufacturer narrative:
The removed stent grafts were returned and evaluated. There was no visible damage to the any of the stent segment of the graft material of either of the returned stent grafts. Fluoroscopy was not used to verify placement of stent graft below the renal arteries. Per the instructions for use, deploy the first 1-2 cm of the stent graft. Visualize the stent graft position under fluoroscopy, adjust as needed.

Event description:
After successful deployment of a 25-13-100bl bifurcated device, the renal arteries were marked. At that point it was noted the c-arm of the angiographic imaging device was over heating; which limited the amount of imaging time. A 28mm aortic extension was advanced to the renal artery markers and deployed. An angiographic image revealed the aortic extension was covering the renal arteries. The physician believed the table may have been inadvertently moved after marking the renal arteries. The physician attempted to pull the aortic extension below the renal arteries using a balloon, but was unsuccessful. The decision was made to convert the patient to an open repair. The bifurcated stent graft and the aortic extension stent graft were removed. The patient was reported to tolerate the procedure well. The removed stent grafts will be returned for evaluation.